Event description:
The facility reported a fail code 703. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the las co service event. No additional info is known.